Manufacturer narrative:
This lead was surgically abandoned. Another left ventricular (lv) lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the (B)(4) laboratory for an elective replacement of the device and a revision of the chronic left ventricular (lv) lead due to a suspected fracture that was identified in (B)(6) 2010 by the medical staff. There were no adverse patient effects reported relating to the fracture.